Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, 3.0x30mm, concentric, de novo, target lesion was located in the non-tortuous and non-calcified right coronary artery. Predilation was performed with a 2.0x20mm non-bsc balloon catheter, leaving 50% residual stenosis in the lesion. A 38x3.00mm promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were deformed. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. A photo image of the distal end of the device was made available for review. The photo review determined that the condition of the returned device was consistent with the complaint incident however in addition to proximal stent damage, distal stent damage was also noted. Device evaluated by MFR.: promus premier ous mr 38.00 x 3.00 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the distal region of the stent were noted to be lifted from their crimped position and pulled proximally. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a kink along the length of the hypotube shaft measured at 9.5 cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a kink in the outer shaft polymer extrusion located in the port bond region.

Manufacturer narrative:
Device is a combination product. A photo image of the distal end of the device was made available for review. The photo review determined that the condition of the returned device was consistent with the complaint incident however in addition to proximal stent damage, distal stent damage was also noted.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, 3.0x30mm, concentric, de novo, target lesion was located in the non-tortuous and non-calcified right coronary artery. Predilation was performed with a 2.0x20mm non-bsc balloon catheter, leaving 50% residual stenosis in the lesion. A 38x3.00mm promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were deformed. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, 3.0x30mm, concentric, de novo, target lesion was located in the non-tortuous and non-calcified right coronary artery. Predilation was performed with a 2.0x20mm non-bsc balloon catheter, leaving 50% residual stenosis in the lesion. A 38x3.00mm promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were deformed. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.